Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to verify excessive no delivery alarm. The motor was tested outside of the device and passed the motor test. However, the unit passed basic occlusion test and displacement test. There was no motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm and no delivery alarms. The customer's blood glucose was 110 mg/dl at the time of incident. The customer's mother was not able to rewind the insulin pump. The insulin pump will be returned for analysis.